Manufacturer narrative:
The manufacturer representative went to the site to test the guidance system. The system was performing as intended. Clinical export files have been received for review. Currently pending analysis completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was a deviation. During the case, two different registrations were taken for c7-l1 to t3-t6. The surgeon finished inserting all the screw on the left side of the patient, when moving to the right at t4, when using the midas drill, the patient spinal cord was knicked, resulting in loss of motor on the right side of the patient. The manufacturer representative noted that during planning, the screw was planned a bit lateral to the pedicle, which could contribute to the situation. The surgeon ended up removing all screws and close the patient up for MRI. The patient was affected. Additional information received from a manufacturer representative reported that the trajectories were deviated about 3.5mm medially. The surgery has not been rescheduled as of yet. The site is currently monitoring the patient¿s motor function and will reschedule once everything is back to baseline.

Manufacturer narrative:
H3: export data files were reviewed and it was determined the probable cause of the inaccuracy reported in the operating room was due to soft-tissue pressure applied on the tools while instrumenting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.